Event description:
It was reported that a catheter issue occurred. The 3.50mm x 15mm nc emerge balloon was selected for use, but the guidewire would not pass through because the balloon was punctured and leaked. There were no patient complications.